Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs. A visual inspection of the returned photos noted that the reload was fully fired, removed from the handle, with its jaws closed and locked down on tissue. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the dissection of the colon on an open right hemicolectomy, the stapler was unresponsive after the third firing. It was stated that the jaws locked on tissue and would not open and the knife blade was unable to retract. When detaching the adapter to recalibrate, the stapler was still not responsive. The surgeon had to resect next to the stapler in order to remove the reload that was clamped on the specimen. They were able to detached the reload from the adapter with no resistance and specimen was removed from the faulty stapler but tissue was still locked in jaw,jaw still unable to open. Sales representative then took the device to troubleshoot; detached all products, turned off powered handle and used a fresh shell to attach the adapter. Adapter lifespan from 20 life counts went to only one life count after attachment. Sales representative then tried to attach the faulty reload again to recalibrate the jaws to open ¿ still unresponsive. Surgeon lastly used the same powered handle, adapter and shell with a new reload on the fourth firing and successfully fired the device with a complete staple line.